Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is 2019. Event day and event month are unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the circular stapler did not operate correctly and the doctor had to resect and repeat the anastomosis. Patient consequence was not reported.